Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 45 (mg/dl). To treat the low bg levels, the customer consumed juice or ate carbohydrates. Reportedly, the customer alleged that the pump was delivering too much insulin. Tandem technical support performed a system check and verified that the pump was functioning as intended. The customer acknowledged that the pump was operating as expected and did not deliver more insulin than needed.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level of 49 mg/dl was confirmed in the pump logs on (B)(6) 2018. Cartridge change sequence was completed on (B)(6) 2018. The user delivered an extended bolus without entering current bg and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.